Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2010-00305. Super poligrip is manufactured in (B)(4). The lot number for super poligrip extra care with poliseal is known while the lot number for super poligrip (formulation not specified) is unknown. It is not known whether the products will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female patient who received super poligrip extra care with poliseal (formulation mfc50015) and super poligrip (formulation unknown) for "years" for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included calcium carbonate, vitamin d, aspirin, citalopram, pantoprazole, amlodipine (norvasc), thiamine hydrochloride (vitamin b1) and ascorbic acid(vitamin c). On an unknown date(s), the patient started super poligrip formulations (dental). At an unknown time after starting super poligrip, the patient experienced neuropathy, difficulty walking up stairs, constant pain, foot ulcer, (B)(6) infection, foot fracture, open wound, toe amputation, foot and ankle surgery, and high blood pressure. The patient was hospitalised. The patient was treated with oxycodone + paracetamol (percocet), intravenous medication, iodosorb gel and valsartan (diovan). The patient has a prescription for oxycodone hydrochloride (oxycontin), 10 mg by mouth every 12 hours but does not take it., intravenous medication, iodosorb gel and valsartan (diovan). Treatment with super poligrip was discontinued four weeks prior to reporting. At the time of reporting, the events are unresolved. Patient reported that she has injuries that could be from super poligrip cream, she clarified the injuries as the following. She reported a foot ulcer that she had in 2008, she was hospitalized, got (B)(6) in the foot ulcer while in the hospital. The patient did not provide the treatment that was received in the hospital or the duration of the hospital stay. The patient was discharged to home. Subsequently, the patient was re-hospitalized on (B)(6) 2009, due to the (B)(6). The patient had 3 toes amputated from her left foot (the second, third and fifth toes). She reported that she had surgery "every three days after (B)(6) 2009", duration of days that she had surgery was not provided. She reported that she has constant pain due to neuropathy. She reported that the neuropathy caused bone fractures in her right foot and the fractures were treated with a "device". In approximately (B)(6) 2009 she went into the hospital for 8 months, had right foot surgery which she described as an "amputation of the right foot, then it was put back on" with muscle and an artery from her left leg, the right ankle bone was removed, a bone in the right big toe was removed, she had a graft from her right thigh. She reported that she had surgery on right leg and her blood pressure went up and she was treated with diovan. She was discharged to a nursing home where she stayed for 3 months. The patient was discharged to home approximately one month prior to reporting. She reported that she is in a wheelchair, cannot walk stairs, her right foot open areas are being treated by iodosorb 0.9% gel and hyperbaric treatment for two and a half hours daily and she uses a foot bath with medication in the water. The patient has a home care nurse.